Manufacturer narrative:
(B)(4). The cause of the peritonitis was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection (inj.) Of reflin (1 gm per day, route not reported) and inj. Of tobramycin (40 mg per day,route not reported) for the peritonitis. Concomitant therapy was not reported. No additional information is available.